Manufacturer narrative:
H10: bench repair confirmed that the blower getting error 1134 blower stalled message and also is loud and making a grinding sound. The blower assembly was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated. H11: updated contact information, contact office entity, and manufacturing site. H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00184. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the field service engineer (fse) that while troubleshooting the device for the unit not powering on, the blower shut off. It was reported there was no patient involvement at the time the issue was discovered. The field service engineer (fse) observed that the motor controller (mc) printed circuit board assembly (pcba) was not seated properly. Seated board and powered on. Unit would power on briefly and shut down. The fse had a good spare power management (pm) board, same results. Swapped out all boards from known working unit and device still would not power on. Last thing tried was installing another pm board from known working device. Unit powered on, but blower shut off. The investigation is ongoing.